Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was discovered during treatment complete. In a follow up, the patient confirmed the reported event of fluid observed in the cassette door, in the pump module area and on the exterior of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being instructed to let the cycler sit and dry out overnight and try it again. The patient used the cycler the following day and it has been fine since. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cycler set is available to be returned for analysis.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak that was discovered during treatment complete. In a follow up, the patient confirmed the reported event of fluid observed in the cassette door, in the pump module area and on the exterior of the cassette. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient stated being instructed to let the cycler sit and dry out overnight and try it again. The patient used the cycler the following day and it has been fine since. No defect or damage to the cycler set cassette was noted upon removing it from the cycler. The cycler set is available to be returned for analysis.

Manufacturer narrative:
Plant investigation: three actual devices were returned to the manufacturer for physical evaluation. During the disinfection of the complaint product sample, a leak was found on the cassette film of the three samples. During the visual inspection with the microscope a hole was observed in the cassette film of the three samples. This kind of damage could have the following causes as per risk analysis 509434: pump door is sharp per closes unexpectedly during set up. Stress and strain on the film during teach pump when mushroom head is fully extended against the cassette dome, especially with a large misalignment between cassette and pump. Finishing problem due to a sharp point created or cassette damaged mechanically. Shipping or transportation damages the product. The reported event was confirmed during sample evaluation. A DHR review was performed for the involved lot of the product and there were no non-conformances, deviations or any associated rework related with the alleged failure mode during the assembly of the lot involved. All the applicable in-process and final inspection tests were found with acceptable results.